Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and found the iodine sponge to be separated form the cap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the minicap sponge was completely separated from the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.